Event description:
Sheath was placed in the pt's right femoral artery. Advanced and positioned into the right common carotid artery. Completed interventional procedure utilizing a balloon catheter and a stent. Upon completion and the attempted removal of the introducer sheath, physician felt a rough texture under the skin and noticed the coiled wire outside of the sheath.